Manufacturer narrative:
Results: the distal end of the penumbra system jet7 reperfusion catheter (jet7) was stretched from approximately 129.0 ¿ 131.5 cm from the hub. The total length of the device was approximately 133.0 cm. Conclusions: evaluation of the returned jet7 revealed stretching on the distal tip. If the device is forcefully retracted against resistance, damage such as stretching may occur. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of the resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right carotid artery (rca) using a penumbra system jet 7 reperfusion catheter (jet7) from a penumbra system jet 7 kit. It should be noted that the clot was very calcified. During the procedure, it was reported that the physician had difficulty using a guidewire to cross the clot occlusion. The jet7, the velocity delivery microcatheter (velocity), and a non-penumbra stent retriever were then advanced through a neuron max 6f 088 long sheath (neuron max) towards the clot occlusion and the physician proceeded to aspirate for a few minutes. After injecting contrast to visualize the result of the aspiration, the physician realized that the clot had moved more distal into the anatomy. The physician decided to repeat the aspiration and contrast visualization a few more times, revealing that the clot had moved more proximal and then more distal into the patient's anatomy, where it remained. As aspiration was continued, the physician realized a lack of flow through the jet7 and believed that the clot was captured. However; upon removal, the physician noticed that the distal tip of the jet7 was mangled and crushed, and the clot was not removed. The procedure was continued using a non-penumbra microcatheter, a new velocity, the same stent retriever, and the same neuron max. It was reported that the non-penumbra microcatheter became damaged during use and a non-penumbra catheter was subsequently used. However; the subsequent catheter also became damaged while trying to aspirate the clot and had to be removed from the procedure. The calcified clot was unable to be captured; therefore, the physician then decided to discontinue the procedure. There was no report of an adverse effect to the patient.